Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using wearing the pump supplies for 3 days. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose (bg) level was 130 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.